Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a radiofrequency treatment for varicose veins of the lower limb on an unknown date and topical skin adhesive was used. The patient developed severe itching and a burning sensation began 36 hours postoperatively. The patient developed an erythematous blistering eruption of the lower limbs, which lasted for 2 weeks. Patch testing was strongly positive to the topical skin adhesive. No additional information was provided.